Manufacturer narrative:
(B)(4). Concomitant medical products: unknown glenoid component; unknown head. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06872, 0001822565 - 2017 - 06873. Product not returned.

Event description:
It is reported that a patient is being considered for a second revision due to unknown reasons. Attempts to obtain additional information have been made; however, no more is available.